Event description:
Patient was revised to address pain and acetabular loosening. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that the patient had persistent hip pain. Intraoperatively the capsule was stained dark, consistent with metallosis. Additionally there was fretting noted on the trunnion of the femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports of corrosion against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.